Manufacturer narrative:
On (B)(6) 2019 the arjo representative has been informed about an event involving maxi move passive floor lift. Initially arjo representative had a phone conversation with the administrator at unity health and rehabilitation who informed that nurse was transferring the patient over the bed then the device's spreader bar detached. As a consequence the resident fell on the mattress. After the event, arjo service technician attended the customer facility in order to perform the device evaluation. During the visit, new information was provided regarding circumstances of the device's spreader bar detachment. It was clarified (by the facility administrator) that when the caregiver was entering the patient room, lift was "banged into "wall or furniture in room" and hanger bar was knocked off lift.". It was explained that no patient was involved and no injury occurred. The device visual inspection revealed that one of guiding pin was broken off. The functional test did not show any device malfunction. The devices are equipped with instruction for use (IFU) which provide information how to correctly use the device. The IFU for maxi move (04.km.00)) contains warnings: "caution: before and during operation of the powered dps spreader bar, ensure all obstructions are clear of the spreader bar, support frame and jib." Patient or user is not in any immediate danger and is not exposed to a risk to health, as long as the device is used according to labeling and in particular, the spreader bar is correctly attached and checked to be locked in place before each transfer. Comparing our product knowledge, post market surveillance review complaint description, we (arjo) has came to the conclusion that: the spreader bar detachment failure can occur only when a user did not follow correct transfer procedure as presented in the device labeling. To conclude, arjo maxi move passive lift played a role in the complaint issue when the spreader bar detachment occurred. There was no patient involvement. Although device did not meet its performance specification because the spreader bar's locking pin was broken, these malfunction did not affect directly the spreader bar detachment (the obstruction lead to reported malfunction). We report this event to competent authorities due to a malfunction that occurred (spreader bar detachment).

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (B)(4). Additional information will be provided upon investigation conclusion.

Event description:
The arjo become of event involving maxi move. It was reported that spreader bar become detached from the device lifting arm. There was no patient involved and no injury occured.